Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. The patient underwent another surgery with the incision made via the old scar. A large seroma was found and beneath there was a totally disrupted mesh. The edges of the mesh were still attached to the edges of the hernia defect, but the mesh had torn open in multiple places. The mesh was removed and the hernia was repaired using a different mesh.